Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During device testing, performed by the customer biomed engineer, the ac power input module of the thermogard console (sn (B)(4)) was observed burnt. No patient involvement.

Manufacturer narrative:
The customer's report of the thermogard console (sn (B)(6)) ac power input module observed burnt was confirmed during the visual inspection and the functional testing. The issue was found to be an overflow of saline into the rear ac input assembly causing the shortage and burnt of the relay rear bracket, likely as a result of user mishandling. Visual inspection of the thermogard console revealed relay rear bracket was burnt and damaged, thus confirming the reported complaint. In addition, during the visual inspection observed the assembly top lid, pump lid, and front housing are cracked and broken. The cold well gasket is yellow and degraded, the assembly cold well cap is missing, and, also, the white rollers are worn out. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as there are no records of the preventive maintenance (pm) to be performed on the console for 10 years. The damaged or missing parts were replaced to address the observed issues. The thermogard console failed to power up during the functional testing. The defective relay rear bracket was replaced to restore the power to the console. The event log showed no significant issues. Following parts replacement and service, the console was placed on an overnight burn-in test and passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).